Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off label per the user guide. The customer changed cartridge and infusion set to address the issue. The customer's continuous glucose monitor (cgm) showed high blood glucose levels with high but not life-threatening ketones. Customer attempted to address elevated bg with a manual injection. As a result, the customer went to the emergency room and was treated with intravenous fluids of saline and insulin. The customer was released from the emergency room on the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.